Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of stored electrocardiograms, the presence of false pause episodes as a result of poor sensing were confirmed. The issue may have been due to positional dependency in the pocket. Programming changes were made. The patient was stable post-programming.